Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, the patient experienced hypoglycemia while the dexcom cgm reading was 8.0 mmol/l and the bg reading was 1.4 mmol/l (no information who took the values). The patient was a bit unresponsive, so the school called an ambulance. Before the ambulance arrived, the patient had already been treated with 30g of glucose liquid and gel by the reporter. When the ambulance arrived the paramedics just monitored the patient and left when the patient was feeling better. Paramedics did not provide patient any treatment since reporter already provided treatment to the patient. At the time of the report the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, the patient experienced hypoglycemia while the dexcom cgm reading was 8.0 mmol/l and the bg reading was 1.4 mmol/l (no information who took the values). The patient was a bit unresponsive, so the school called an ambulance. Before the ambulance arrived, the patient had already been treated with 30g of glucose liquid and gel by the reporter. When the ambulance arrived the paramedics just monitored the patient and left when the patient was feeling better. Paramedics did not provide patient any treatment since reporter already provided treatment to the patient. At the time of the report the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.